Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced and leads were added to have a better coverage. No device malfunction suspected and the patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was having difficulty charging the ipg. Patient will undergo a revision procedure.

Event description:
A report was received that the patient was having difficulty charging the ipg. Patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction.

Event description:
A report was received that the patient was having difficulty charging the ipg. Patient will undergo a revision procedure.

Event description:
A report was received that the patient was having difficulty charging the ipg. Patient will undergo a revision procedure.